Event description:
It was reported that a physician was using an amphirion deep us pta balloon catheter to treat a lesion in a patient. During the procedure, the balloon ruptured while in the vessel. Intervention was required. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Evaluation, results: limited information, root cause undetermined; no results available since no evaluation performed- device or procedural images not provided for review; no device received for evaluation. Conclusion: unable to confirm complaint - device or procedural images not provided for review; limited information, root cause undetermined. (B)(4).